Manufacturer narrative:
Unknown complained condition occurred; it was discovered on march 02, 2016 device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 23, 2007. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the feeler gauge is broken off from the depth gauge body and is slightly bent. The feeler gauge is connected with the depth gauge body with a laser weld per the relevant drawing. The microscopic investigation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing; however the complaint root cause cannot be determined. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No manufacturing related issue was identified. A product investigation was completed: per the technique guide, the depth gauge is part of the synapse system and occipital cervical fusion system. The system is an enhanced set of instruments and implants for posterior stabilization of the upper spine. The system is interchangeable with the synapse system, axon pedicle screw system, cervifx implant system/starlock system and depuy synthes spine occipital cervical fusion system. The relevant were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The definitive root cause could not be determined however it is possible that rough handling of the instrument contributed to the complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing and during a re-stocking of a set of field equipment, a depth gauge could not be put back together. There was no patient involvement related to this complaint and no adverse events were reported. When the device was evaluated by the manufacturer it was noted that the feeler gauge is broken off from the depth gauge body and is slightly bent. This is report 1 of 1 for (B)(4).